Event description:
Patient had a non-medtronic stent implanted in the distal rca. Approximately 13 months later patient had two resolute integrity stents implanted in the rca. The devices were implanted successfully. Days after this the patient began experiencing allergic reactions (hives, face and tongue swells where an epinephrine pen was used and hospitalized twice). Patient had an allergy test that returned inconclusive. As symptoms started after the medtronic stents were implanted, patient thinks that it is probable that the two are linked. It is reported that approximately 3 months post stent implant, patient suffered an in stent restenosis of the 2.25x30 mm resolute integrity stent. A non-medtronic stent was used in the revascularization. The physician confirmed the other resolute integrity stent was fine. Physician had no questions or concerns about the resolute integrity performance. Patient is now on a new drug which is working on the itch and the hives are reported to be much less too.

Manufacturer narrative:
Evaluation results: root cause is undetermined. (Inherent risk of procedure) ¿ allergic reaction and restenosis of the stented artery. (No results available since no evaluation performed) - no product returned. Evaluation conclusion: ( inherent risk of procedure) - allergic reaction and restenosis of the stented artery are listed in the product IFU as an inherent risk of coronary stenting procedures. (Unable to confirm complaint). No product returned. (Unknown) - root cause is undetermined. (B)(4).